Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a healthcare professional (hcp), a consumer, and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient complained of increased pain with their ins and stated that it did not work. The rep stated that they made attempts to reprogram the patient and the system was explanted. They reported that it was unknown if the issue was resolved. No further complications were reported.